Event description:
It was reported that the patient experienced a shocking sensation from their implantable neurostimulator (ins) 3 weeks ago. The patient thought that this would go away but it does not. The patient turned the stimulation down to 0.03 volts at the time of report. In addition, the patient stated that they had fallen down and landed right ¿on it¿ and that it was ¿red and black¿ around the area. Follow-up is being conducted for clarification. Also, no interventions or an outcome were reported regarding this event so further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).